Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.

Event description:
The jetstream catheter was used to treat a lesion in the anterior tibial artery. The physician met some resistance when negotiating the angled take off of the anterior tibial artery but proceeded with treating the lesion. He made one pass in the minimum diameter mode. It was after this pass he noticed a perforation/extravasation in the artery. After an unsuccessful attempt to treat the area with a balloon, he used a stent. The patient was discharged home with no additional complications.